Event description:
Terumo medical corporation received the reported information. The device was leaking. The event did not result in delay in the beginning or continuing of the surgical procedure. The thin tube connecting the oxy outlet to the valve manifold was leaking and dripping. The product defect was noticed during priming of the hlm. The set was not used; however, it was unknown if the product was changed out. The procedure was completed successfully. The product malfunction did not cause or contribute to an injury, and no blood loss was reported.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: perfusionist. The actual sample was not returned. The manufacturing record and the shipping inspection record of the actual product found no anomaly. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, no anomaly was found in the manufacturing records. Since the actual device could not be investigated, it was not possible to clarify the cause of occurrence. The instructions for use (IFU) (capiox fx25) has the following warning regarding leakage: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Appearance confirmation of the actual device (visual inspection and microscope): a crack was found in the connecting part between the female connector and tube on the sampling line connected to the oxygenator blood outlet port. It was confirmed that cracks were also found in the female connector. It was also acknowledged that the sampling line that was connected at the time of shipment had been replaced with another line. Leak test of the actual device: the colored saline solution was flowed into the actual device by a head. As a result, leakage was found from the crack. X-ray fluoroscopic inspection of the actual female connector: it was also found that cracks had occurred in the tube inside the female connector. Simulation test: it was confirmed that when an impact load was applied to the female connector of the current product, it became cracked as those in the actual device. The cracked sample was inspected under x-ray fluoroscopy. As a result, it was simulated that the crack occurred on the tube inside the female connector as observed on the actual device. No anomaly was found. No other similar issue has been reported. Based on the investigation result, a crack was found in the connecting part between the female connector and tube on the sampling line. The cause of the crack in the tube was thought to be an impact load that exceeded the limit strength of the female connector. Since the sampling line has been replaced with another line, and the packaging method is unknown, it was not possible to determine when the crack occurred based on the condition of the actual device. The instructions for use (IFU) (capiox fx25) indicates as follows regarding leakage: "do not use if the package or device is damaged (e.g., cracked) or any of the port caps are off." "If the product is dropped during set-up, do not use it. Replace with another device." "Do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir."